Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a broken energy cable. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified while grasping tissue. The wire was exposed due to damaged insulation. There were no signs of thermal damage. No arcing was observed during the procedure. There was no injury to the patient and no report of fragments falling into the patient.

Manufacturer narrative:
The instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. The conductor wire damage was observed. The instrument was found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.